Manufacturer narrative:
It was reported that the patients dura was perforated. The perforator product reported involved with this event was returned for evaluation and the disengagement mechanism within the perforator was tested and functioned as intended. The reported failure of failure to disengage could not be confirmed.

Event description:
It was reported that during a cranial procedure, the perforator bit continued to drill beyond expected time and perforated the dura. No further information was provided.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a cranial procedure, the perforator bit continued to drill beyond expected time and perforated the dura. No further information was provided.